Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t wave oversensing. The patient was brought into the clinic. The programming changes were discussed but has not been performed.